Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and increasing thresholds. The x-ray showed that the lead had moved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The x-ray showed that the lead had not moved. It was further reported that the rv lead was revised and remains in use.